Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a 9-mm diminutive polyp during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, when attempting to cut the polyp with a cold snare, the snare would not cut. The procedure was completed with another of the different device. There were no patient complications reported as a result of this event.